Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09770, related manufacturer reference number: 1627487-2019-09771. It was reported to abbott on 21 aug 2019 that patient was experiencing ineffective stimulation and their entire scs system was explanted on (B)(6) 2019. No additional information was provided.